Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.1 inr/2.29 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.